Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted u604 and u608 component on the computer/analog pca. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.